Manufacturer narrative:
Case-(B)(4): the device was not returned for evaluation. A device history review was completed and there is nothing that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
It was reported that on (B)(6) 2020 a patient underwent a totally thoracoscopic maze procedure with left atrial appendage management. During procedure, the surgeon used mid1 device to dissect around right pulmonary veins inadvertently causing a hole in the left atrium. A sternotomy was performed, the hole in the left atrium was sutured and bleeding was controlled. The cox maze IV was completed along with clip placement. Post-procedure patient was doing well and was in sinus rhythm. There was no reported device malfunction, and the adverse event was the result of a procedural complication.